Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: occurred during a lung resection. The surgeon clamped the tissue of the bronchi and tried to fire the device, however the knife was unable to move forward. To correct the issue, another reload was used and the firing was completed successfully. No patient injury or extension in surgical time. Patient status is no problem. No reinforcement material was used.